Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event occurred. The sensor was inserted into the abdomen on (B)(6) 2019. Prior to the patient¿s hypoglycemic event, the patient had given herself insulin and had not eaten much for dinner. The patient¿s cgm value was 86 mg/dl; however, the patient collapsed and became unresponsive. Emergency medical services (ems) was called and the patient¿s bg per ems was 42 mg/dl. The patient was treated by the paramedics with dextrose via intravenous (IV) therapy and was monitored. The patient became alert and was not transported to the hospital. At the time of contact, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.